Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) china, alleging that the patient¿s onetouch ultra vue meter was reading inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began on (B)(6) 2018, alleging that the patient obtained inaccurately high blood glucose results compared to their feelings/normal results. The reporter was unable to confirm any of the results obtained. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter was unable to clarify how the patient manages their diabetes, or if they made any changes to their normal diabetes management regimen. Csr noted that in was unclear regarding any symptoms or treatment, just that the patient required hospitalization due to diabetic complications. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient did not have control solution. The csr also noted that the patient¿s test strips and control solution, had been stored correctly, were within expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required to be admitted to hospital due to complications after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.